Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03212. (B)(4).

Event description:
Legal counsel for patient who underwent a total knee arthroplasty approximately a year ago reported patient allegations of tibial loosening and radiolucent lines. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). The reported event is confirmed through operative notes received. No product was returned; visual and dimensional evaluations could not be performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. The reported components were reviewed for compatibility with no issues noted. Review of complaint history search was conducted. Previous field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The investigation identified the root cause to be a previously addressed design issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - femur trabecular metal cruciate retaining (cr) standard porous, catalog #: 42502806801, lot #: 62863782; articular surface fixed bearing ultracongruent (uc) left 10 mm height, catalog #: 42512200510, lot #: 62507356 and nexgenâ® complete knee solution, trabecular metalâ?¢ standard primary patella, catalog #: 00587806538, lot #: 62746026.

Event description:
It is reported that the patient who underwent a left total knee arthroplasty approximately a year ago reported patient allegations of tibial loosening and radiolucent lines. Revision operative reports received indicates that the patient was experiencing pain secondary to loosening. It was further noted that the femoral and patella component were well fixed. The tibial component had lack of bony ingrowth. The tibial tray and polyethylene bearing were removed and replaced.